Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21150602, model/catalog description: avista MRI perc lead kit 56 cm. The explanted leads were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was getting inadequate coverage due to lead migration. The patient underwent a revision procedure wherein leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.